Event description:
It was reported that during generator replacement surgery for end of service high impedance was observed after connecting the new generator to the existing lead. Troubleshooting was performed, but did not correct the high impedance; therefore, a new lead was also implanted. It was reported that the high impedance was not observed prior to surgery because the generator was at end of service and could not be interrogated. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted devices were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 05/14/2015. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The returned portion of the lead (connector included) measured approximately 37.7cm in length. No discontinuities were identified within the returned lead portion during functional testing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on 05/26/2015. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The battery depletion was an expected event as determined by the battery life calculation and battery voltage measurement.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.